Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Upon microscopic inspection it was found that the tip was in good condition. Therefore, the reported event of black spots on the fiber was not confirmed. However, it was identified that there was no light exiting on the connector face. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use.

Event description:
It was reported that during procedure closure it was noticed that there were black spots on the fiber. The re-usable fiber was used less than three times. The procedure was completed using another fiber. There were no patient complications reported. Analysis if the returned fiber identified that there was no light was exiting the connector face, indicating an internal connector fracture.